Event description:
During review of the event history, it was determined that failure code 808:02 occurred on (B)(6) 2010 during delivery causing an interruption of delivery. There is no patient involvement, injury, or medical intervention related to this device. This device utilizes user interface module master software version 6.13.90 categorized as remediated.

Manufacturer narrative:
The condition of failure code 808:02 was confirmed but not duplicated, and was found to be due to a faulty pump head module. The pump head module assembly was replaced to correct the reported condition. Should additional information become available, a follow up medwatch will be submitted. (B)(4).